Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right ventricular lead was fractured when it was removed from device header during routine device replacement procedure. Lead was capped and replaced on (B)(6) 2019. Patient was stable.